Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that chemo leaked from a bd plastipak¿ leur lok syringe. Several droplets were observed, also the syringe under the bung had a noticable leakage. The issue was observed while unpacking the order, so no patients were involved. There was no report of exposure, injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one sample has been received of 50ll for investigation. Upon visual inspection of this sample, no damage or molding defect can be observed in the syringe that could have caused leakage and the stopper is correctly assembled to the plunger. No retained samples can be evaluated since there are not retained samples available for bulk references. Leak test according to iso-7886-1 annex d cannot be done with sample received since syringes are single and since it has been used, results for this functional characteristic could not be reliable. DHR of lot 1605352 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station during manufacturing process, mechanical leak test is done to every syringe. In case any fails, it is rejected automatically to scrap. Dimensional measurement is done syringe received. Dimensions for barrel, plunger and stopper meet specification limits (B)(4) respectively. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. According to results from dimensional measurement we can confirm no manufacturing defect has been found in sample received and manufacturing record stablished that all production and quality processes were carried out normally. 1. Visual inspection molding: 2 injections per shift printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift packaging: 1 box per pallet 2. Functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: with the info available no further investigation can be done and the root cause cannot be determined but we can confirm no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally.